Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error as well as a motor position encoder error. The customer's blood glucose level was 9.8 mmol/l at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer did not return the product back for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery and e70 error alarm was confirmed in the history file. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform a21 error test due to motor error loop. The operating currents are within specifications and passed self-test, rewind, basic occlusion test, prime test and displacement test. The insulin pump had corroded battery tube, broken battery tube threads, cracked case at the display window corners, cracked case at the reservoir tube window corners and minor scratches on the lcd window.